Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received gablofen baclofen (500mg/ml, unknown dose and lot number) in an implantable pump for intractable spasticity and cerebral palsy. The reported believed the hcp attempted to refill the pump a few days prior and was unable to access the reservoir septum. Multiple unsuccessful attempts were made to access the reservoir. X-rays confirmed a pump flip occurred. The pump was manually flipped by the nurse practitioner. The cause of the pump flip was undetermined. The pump was able to be refilled. There were no reported symptoms. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.